Event description:
During a follow-up relative to the subject lead, noise oversensing was confirmed in the ventricular channel in a recorded episode. The associated ICD is an ovatio dr 6550; sn: (B)(4). The date of this episode of oversensing was (B)(6) 2012 (01:36). Associated lead measurements were normal during the check (threshold 0.5v/0.35ms, impedance 587ohms, r wave amplitude 16.8mv), including coil continuity. Also, no anomaly was observed by x-ray examination. The subject lead remains implanted.

Manufacturer narrative:
Date: (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.